Event description:
A patient underwent laparoscopic cholecystectomy wtih intraoperative cholangiogram for cholecystitis and cholelithiasis. A hemoclip was placed on the gb (gallbladder) side of the cystic duct. The cystic duct was double hemoclipped proximally, distally and divided. The pt was discharged home and the next day was readmitted with severe abdominal and chest pain. Hida (hepatobiliary imaging) scan is consistent with bile leak. The pt went to surgery the next day with a diagnosis of bile leak from cystic stump. There was 100-200 cc of b ile present in the subhepatic and subphrenic space. The pt had an ercp (endoscopic retrograde cholangiopancreatography) with stent placement and a drain was placed in the subhepatic space. The pt was discharged home. Physician feels clip contributed to return visit.